Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation. Based on the 2 pages of medical records information, it appears that on (B)(6) 2015, this patient had a peritoneal dialysis fluid culture that had an elevated white blood cell count. According to the patient, she had been draining slowly since arriving from her trip in (B)(6). The patient admitted to re-using her supplies instead of changing them daily. According to the peritoneal dialysis registered nurse (pdrn), the patient had been on antibiotics and not hospitalized. Pdrn indicated they could not pinpoint how the patient contracted peritonitis. Medical records did not contain dialysis treatment records, progress notes, physician orders, medication records or additional lab results for review. There was no documentation in the medical record that indicates a causal relationship between the patient's peritoneal dialysis products and her peritonitis.

Event description:
A peritoneal patient (pd) reported developing peritonitis. On (B)(6) 2015, the patient had a peritoneal dialysis culture hat revealed a white blood cell count of 12,899. The patient was treated with antibiotics for approx. 2 weeks. The patient's peritoneal dialysis registered nurse (pdrn) reported she could not pinpoint how the patient contracted peritonitis and that the patient is still on the antibiotic regimen.

Manufacturer narrative:
The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event. External visual inspection showed that the heater tray/scale nut was touching the top cover. During the initial simulated treatments, multiple support codes occurred. Troubleshooting of the fault showed that the load cell verification was out of specification. Troubleshooting of the scale fault revealed that during further testing, the displace screen showed that the load cell value was improperly frozen. The problem was repaired by replacing the function board. Following the board replacement, a simulated treatment was performed and completed without any further problems occurring. There were no fluid leaks in the test cassettes during the treatment tests. The system air leak and valve actuation tests passed. The patient sensor calibration check passed. Following the function board replacement, the load cell value and verification was within tolerance. The reservoir assembly right leg was cracked at the screw hole. No other internal, visual discrepancies found.